Manufacturer narrative:
The following were noted during visual inspection: cracked keypad overlay. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that their insulin pump center button was cracked and the retainer ring around the reservoir was broken. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.